Event description:
A hospitalized pt was undergoing a dialysis treatment. Approximately 30 minutes into the treatment, the pt became unresponsive. The code team was called and the pt was administered normal saline. The pt was successfully resuscitated and transferred to ICU. The dialysis nurse reported there were no problems with the treatment and there had been no alarms and stated there was no reason to suspect any device or product contributed to the pt's episode. The phoenix machine was inspected and determined to be within manufacturer's specification. The disposable products used during this time were discarded and not available for analysis.

Manufacturer narrative:
The lot number of the dialyzer involved in the event was not provided. Actual dialyzer involved in the event was discarded and could not be evaluated; therefore, no testing was performed.